Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during the priming process. The insulin pump also had a low battery alert. The blood glucose reading was 187 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.